Manufacturer narrative:
H10: the malfunction was unidentified from detachment of device. For the reported complaint, the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for material separation and device-device incompatibility as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use h10: g4 h11: b5, h6(device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s. Recanalization catheter allegedly experienced material separation and device-device incompatibility. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
For the reported complaint, the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s. Recanalization catheter allegedly experienced detachment of device or device component, material separation and device-device incompatibility. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.